Event description:
It was reported the patient was having a device upgrade and new leads implanted on (B)(6) 2010 when he died during surgery. Follow up revealed there is no allegation that the death was device related, "more procedure related." Later follow up reported the patient died of coronary artery disease and refractory ventricular tachycardia arrest per the physician with no allegation of device system issue. "Patient essentially had vt storm and died."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) upon further review of lead analysis finding, the lead tested within specification with no anomalies found. It had previously been reported - tip seal problem. Full lead returned and analyzed. Additional analyst comment - helix will not extend at this time due to dried blood in the tip end of the distal conductor preventing torque transfer when the is-1 pin is rotated. (B)(4) analysis of this device could not be conducted at this time because the device could not be located. If located, analysis will be completed and the results will be forwarded.